Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure. It was reported that the plate broke.  There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin - china. H3: product analysis # (B)(4): part # 3001017, lot# 0782488w visual and optical examination identified that the tip of the plate is bent, twisted and damaged and broken. Visual analysis reveals that there is some material deformation on the plate around the screw holes. The material deformation appears to be the result of the screw being screwed in too tight. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.